Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications. The device passed visual examination and functional testing. At the end of the test run (approximately 2 hours and 30 minutes), the temperature of both controller surfaces (top and bottom) were felt normal to the touch. Thermal pictures taken of the controller's internal pcbs surfaces showed that its electronic components are operating within the manufacturer recommended range. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported that during a routing follow up visit a patient stated that he experienced a controller that was "very warm." The surgeon confirmed that the controller was "over heating." The controller was exchanged with no reported consequences or impact to the patient. No additional information provided.